Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The blood leak was noted as being an internal blood leak. The leak was not visually observed. Approximately one hour into treatment the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient opted to terminate treatment for the day. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample from the reported lot was returned and subjected to a laboratory bubble point test. No leaks were found. The sample was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The manufacturer investigation was unable to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The blood leak was noted as being an internal blood leak. The leak was not visually observed. Approximately one hour into treatment the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of this event. The patient opted to terminate treatment for the day. The complaint device was reported to be available to be returned to the manufacturer for evaluation.